Manufacturer narrative:
Additional information was received on 10/29/2020, patient's right sided device was replaced with a 400cc mentor memorygel breast implant and patient's left sided implant was re-implanted. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, the left sided device was used off label. H6 patient code 3191: surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 400cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV and left sided unacceptable appearance post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.